Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago. Block d6b: explant date: two months ago.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason.